Event description:
Catheter placed 10/21/97 via left subclavian vein w/o difficulty. The pt rec'd one dose of adriamycin & cyclophosphamide. A week later they attempted to aspirate but only a small amount of blood was obtained so they flushed the catheter and the pt complained of pain & burning. They then removed the catheter & found the valved end was missing.

Manufacturer narrative:
A lot history review reveals no related manufacturing issues and no other complaints for this lot. The complaint of a subcutaneous catheter break and embolization is confirmed. It should be recorded as user-related. The traits of the break are consistent with clavicle/first rib compression fracture. This is a complication associated with the medial insertion of the catheter in the subclavian vein placing the catheter between the clavicle and first rib. Subsequent scissoring action of the bones compress and fracture the catheter allowing embolization to occur. Clavicle/first rib compression is a risk against which the MFR warns the user in its instructions for use.